Event description:
Reporter indicated that the pt was programmed to off at the one year follow up visit because of an increase in seizures. The pt could not fall asleep. The pt was worse in alertness, verbal communication, memory, school achievements and mood changes. Further investigation revealed that the pt experienced periods of improvement following deactivation of device. An offer was presented to reactivate the device, however, the family has decided against reactivation at this time.